Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoidectomy procedure, it was confirmed that during setup by the scrub nurse that power handle and power shell status, adapter status, and reload recognition status were all illuminated green. When the surgeon clamped the colon and closed the jaws of the reload fully for first firing, the green button illuminated. However, when the green button was pressed, it turned to flash and when they started to fire, despite a long press of the center control button down, the firing could not be performed. When checking the display, it showed as "used stapling reload attached" even though no firing has been performed yet. They opened the reload and attached a new one. They used 4 reloads in all and no problem occurred. The status of the patient was reported as no problem.